Event description:
On 07/01/2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient had blood glucose (bg) reading of over 600 mg/dl with extreme thirst and confusion. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. Allegedly, the patient remained on pump therapy without any recent adjustments to the pump settings. The reporter stated that the patient was not on pump therapy while swimming and was using toujeo injection instead. Troubleshooting adequately determined that the pump did not cause or contributed to the adverse event. This complaint is being reported because the patient experienced severe hyperglycemia not related to any malfunction of the pump.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.